Event description:
It was reported that the t: slim x2 pump battery would not charge, an issue that continued to occur and had happened multiple times over the past two weeks. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to use a third-party wall adapter by plugging it into a known working outlet for at least 30 consecutive minutes, with a follow-up scheduled to ensure the pump began charging.